Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the deep synthetic mesh plug was creating the granulomatous and scarring nature of the right inguinal region. It was reported that the patient experienced an unknown adverse event. No additional information is provided.